Event description:
It was reported that during a carotid endarterectomy procedure, the probe cover perforated at the tip. This resulted in an unsterile doppler coming into contact with the surgical site. A small circular piece of rubber dislodged from the cover and ended up in the patients' carotid artery. The piece was retrieved. No further patient complications were have been reported as a result of this event.